Event description:
It was reported the patient could not charge the battery. Premature battery depletion and a telemetry or interrogation issue was reported. The patient¿s status at time of report was noted as no injury or adverse event. It was reported the device would be replaced with a non-rechargeable. It was later reported the replacement had not yet been scheduled. The patient¿s outcome was reported as to be determined upon replacement.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).